Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs300 intra-aortic balloon pump (iabp) shows system failure issue. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) inspected the unit and found multiple errors as system failure. The fse checked and replaced the drive manifold and the front-end pcb but the problem remains the same, the issue was found that the main board need to be replace. The fse replaced the main board ((B)(4)). All checks were performed to meet factory specifications.